Manufacturer narrative:
Initial reporter phone number: (B)(6). The returned blade was evaluated for lack of rotation. The device was found to rotate freely, and was further observed that the blade was bent in excess of maximum allowable blade straightness. It was also observed that the blade had incurred a band of debridement on the inner tube approximately 1/2" from the sluff chamber, corresponding to the end of the outer tube providing evidence that the blade may have experienced excessive lateral load causing the inner blade to bend and make contact with the outer blade resulting in shedding. A review of the device history record was performed which confirmed no inconsistencies (method code). After the evaluation the root cause was determined to be user error. (B)(4).

Event description:
During an unknown procedure it was reported that little metal debris was observed during surgery while using the blade. The small metal debris was removed from the patient via suction. A backup device was on hand to complete the procedure. No time delay or patient injury reported.